Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
The brush broke off at the attachment during brushing [device breakage] no adverse event [no adverse event] case description: a consumer of unspecified age and gender reported via e-mail on b)(6) 2016 that on b)(6) 2016 he/she started using a new oral-b power oral care refill cross action and on b)(6) 2016 the brush broke off at the attachment during brushing with an oral-b rechargeable toothbrush, version unknown. The consumer stated that he/she bought this package of 3 brushes 2 months ago. The consumer noted that he/she had been using an oral-b toothbrush for years, and used the cross action brushes with it. The consumer asserted that fortunately there was no damage to his/her teeth. No symptoms developed.